Event description:
It was reported that erratic rv (right ventricular) pace/sense impedance was measured, and lead impedance was out of range. The erratic rv pace/sense measurements seen via the device were unable to be reproduced with the analyzer. It was thought to be a "bad device" and was subsequently explanted. No patient complications were reported as a result of this event.